Event description:
The customer reported that the ECG does not recover to a normal state after a plasma blade cautery device is used. It was further reported by the customer, that the spo2/nibp (non-invasive blood pressure) also failed post cautery and displayed old sampled values. The device was in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.